Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The tubing sets were connected to unspecified extension sets and were being used to deliver unspecified solutions. After unspecified lengths of time in use, it was reported that the pts' bedding was noted to be wet. At this time, the healthcare professionals noted the tubing sets had disconnected from the extension sets. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the devices were discarded. (B) (4). (B) (4).